Manufacturer narrative:
Additional information was received on july 29, 2015. The patient is a (B)(6) year old female with subarachnoid hemorrhage (sah). After realizing the loss of liquor, the licox probe was removed and the scar was closed by the neurosurgeon. After that, further liquor loss was not remarked. No other complications after the removal of the probe, monitoring of the patient was performed with "(nirs pinnacle) noninvasive brain o2 measurement" the probe is available to be returned for evaluation.

Event description:
It was reported that after implantation, there was liquor leakage (clarified as fluid leakage). The medical staff was not able to seal it. Finally the medical staff removed the probe. Additional info was received on 07/01/2015: on (B)(6) 2015, a licox probe was placed into the pt's head. Within 24 hours after the surgery, the probe had to be removed because of unexpected liquor leakage at the probe's placement point to avoid the pt from infections. Additional info has been requested.

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported info.